Event description:
The patient was undergoing generator replacement surgery. When the device was placed into the subcutaneous pocket the near end of service warning was observed. Prior to the implant the generator was at ifi=no. It is unclear if electrocautery was in the sterile field when the generator was introduced. The surgeon then reinserted the pin and tested the generator with a test resistor. However the warning persisted. No high impedance warning was observed. The explanted generator has been received and is undergoing product analysis.

Event description:
Product analysis found that there were burn marks on the can of the generator which indicated that the generator may have been exposed to electro-cautery. The generator reached a voltage that triggered the end of service warning during implantation. When the generator was received it was noted that less than 1% of the battery capacity had been consumed. The battery voltage after testing was at the ifi=no status. When a generator is exposed to electrocautery there is a sudden drop in voltage and then the voltage rebounds briefly. Often the electrocautery exposure depleted nearly half of the battery capacity. These findings from product analysis are consistent with a generator being exposed to electro-cautery. No other anomalies were identified that affected functionality of the generator. No additional relevant information has been received to date.